Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural images were not provided for review; therefore, the alleged event cannot be confirmed. The instructions for use identifies stent thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that after implantation of the fred to treat an aneurysm in a stenotic left posterior cerebral artery (pca), thrombus developed within the stent. Tpa was administered to dissolve the thrombus and distal flow through the pca was confirmed. There was no reported malfunction of the fred. There was no reported sequela.